Event description:
It was reported that the right ventricular (rv) lead pacing impedance was greater than 3000 ohms. It was noted that there was no short interval counts or detections logged and that the threshold remained consistent with prior measurements. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4)

Event description:
It was further reported that the right ventricular (rv) lead had intermittent capture at six volts and no capture at ten volts once the device was removed from pocket and hooked up to the analyzer. A lead fracture was suspected. The lead was partially removed and replaced because during the extraction procedure the lead broke. No patient complications have been reported as a result of this event.